Manufacturer narrative:
The investigation into the purge leak and the pump stop has been completed. The data logs only were returned for evaluation. The data logs were analyzed and confirm a low purge pressure/ purge leak event. The logs show the purge pressure recovering after the bypass was performed. A day after the purge pressure event, a sharp spike in purge pressure is seen, this is indicative of a kink in the purge line. Purge system blocked alarms are triggered and the motor current begins to rise without a change in p-level. The flow also rises and becomes saturated as a result of the increased motor current. A high motor current pump stop is triggered when the increasing motor current reaches the threshold. The slow increase in motor current following the spike in purge pressure is characteristic of blood ingress due to kinked purge line. The most likely root cause of the pump stop was determined to be a kinked purge line. The root cause of the purge sidearm leak was unable to be determined as no product or additional clinical details were provided so the location of the leak could not be identified. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 64 year-old male was implanted with an impella 5.5 device for mechanical circulatory support for bridge to transplant. It was reported that there was a flow saturation noted. A purge bypass performed but eventually the pump stopped. The patient was taken to the operating room for a pump replacement. There was no patient harm reported.